Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens remains implanted. Patient continues to be under observation. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #: (B)(4).

Manufacturer narrative:
Additional information: b5 - reported as: a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens remains implanted. Patient continues to be under observation. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Update to : a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens remains implanted. No further treatment to be provided. Patient is happy. Problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Claim# (B)(4).